Event description:
It was reported that the lead alert triggered, and the ventricular lead exhibited oversensing, noise, a no capture. Additionally, the lead exhibited high impedances and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.